Event description:
During a lap bowel resection procedure, the shears stopped working during case. Test tip used and all ok. No debris in shears. Re-attempted and failed. New shears opened and worked fine. No pt consequence.